Event description:
Distributor reported that a pump was not charging. There was no reported impact to the customer¿s blood glucose level. The customer decided not to return the pump, and no further actions were taken.